Manufacturer narrative:
Corrected h1.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was discarded by the facility. Investigation of production records could not be performed because lot information was unavailable. Although device analysis and lot history records review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria, therefore, it was concluded there was no indication of product deficiency. How this device had caused ,or contributed to the reported possible perforation was not confirmed based on the available information. It was inferred that patient's condition and/or operator's manipulation technique had most likely contributed to the perforation. The cause of the possible perforation was reportedly unknown, and a possibility that this device might have contributed it could not be completely ruled out. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; warnings: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; warning: do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; warnings: use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels; and, malfunction and adverse effects damage to a vessel, including possible vessel perforation.

Event description:
It was reported that on (B)(6) 2020, this was a planned percutaneous coronary intervention of both the lad artery and ramus intermedius arteries with impella support due to severely depressed biventricular function. The ramus artery was first treated by stent deployment. After stenting of the ramus was completed, decision was made to perform cto-pci of the proximal-mid lad that appeared heavily calcified. Multiple wires attempted to cross the cto including asahi wires: prowater, fielder xt, gladius mongo 14, confianza pro 12, using a wire escalation and de-escalation strategy and the use of a 150cm corsair pro xs microcatheter. After the proximal cto was crossed, the decision was made to attempt to re-enter the true lumen in the mid lad with a stingray balloon and a stingray guide wire. A miraclebros 12 was placed into the corsair pro xs to exchange for a stingray balloon. The miraclebros 12 was immediately removed after the stingray balloon was in place, and a stingray wire was then advanced through the stingray balloon for the initial attempt at re-entry. Unsuccessful with the stingray guidewire. Then it was attempted with confianza pro 12. Unsuccessful. Advanced the stingray balloon to a more distal segment of mid lad and attempted re-entry with confianza pro 12. Unsuccessful. Decision was made to attempt re-entry with an astato xs 20 wire. It appeared re-entry into true lumen was successful, so the stingray balloon was exchanged for the 150cm corsair pro xs microcatheter. The corsair pro xs was unable to penetrate the distal cap/re-entry zone. The decision was made to remove the corsair pro xs and attempt with a different microcatheter. Upon removal of the corsair pro xs, it was noted the tip had become separated from the body of the microcatheter. Fluoroscopy was used to verify the tip was still on the guidewire. Attempted to snare the tip of the microcatheter with a 4mm gooseneck snare. Unsuccessful. Decision was made to advance a confianza pro 12 guidewire into the cto and re-enter true lumen distal to the initial guidewire (astato xs 20 still in place). Successful. Astato xs 20 guidewire and tip of corsair pro xs removed intact. Pci of the lad was proceeded with predilatation of the prox/mid lad with a 1.5mm semi-compliant balloon followed by ivus and a 2.0mm semi-compliant balloon. Shortly thereafter, abrupt hypotension occurred and a coronary perforation was suspected. A balloon was inflated to temporarily halt flow into the lad in order to stop the bleeding. Pericardiocentesis was attempted but was unsuccessful. The patient went into cardiac arrest and cardiopulmonary resuscitation was performed for 20 minutes with defibrillation and the patient was resuscitated. The angiogram showed a large thrombus burden in the left main. It was unclear if thrombus was the cause of acute decompensation, or if it developed during prolonged resuscitative effort. Heparin and aspiration thrombectomy were performed with complete resolution of the thrombus. A dissection was made in the lad in order to cross the cto and was noted as expected without contrast extravasation or evidence of perforation. Ivus was then performed, and revealed possible plaque shift in the lcx, which was treated with a 3.0x38mm xience stent. Due to persistent hypotension requiring medication, a repeat echocardiogram was performed and revealed enlarging pericardial effusion. Pericardiocentesis was performed with removal of about 500cc fluid. Patient's hemodynamics improved transiently but remained tenuous and the pericardial drain continued to have significant output. Both an unspecified stent and a 4.0x19mm graftmaster covered stent were implanted in overlapping fashion in the lcx and the left main to intentionally exclude the lad in order to stop the bleeding given the unclear source of blood loss. After covered stent placement to stop the flow into the lad, the pericardial drain output slowed as expected. Due to persistent pericardial drain output, heparin effect was reversed with protamine 10mg. Afterward, the pericardial drain output slowed even further. The patient was transferred to the cardiac care unit (ccu) in tenuous, critical condition. The patient expired the next day on (B)(6) 2020, secondary to right ventricle laceration, following withdrawal of care post procedure. The patient died of right ventricle laceration. The cause of the right ventricle laceration is unknown.